Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Subsequently, the pump led the customer to change the cartridge and perform the fill tubing process multiple times. The customer reloaded the cartridge and successfully resumed insulin therapy. Additionally, resistance was experienced when filling a cartridge. A new cartridge was successfully filled and loaded onto the pump. Customer's blood glucose was 358mg/dl.